Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that the customer was experiencing high blood glucose readings of 536 mg/dl. It was noted that the customer was being treated by a nurse at school with insulin pens with 7 units. Customer stated that they noticed the infusion set cannula being bent when they removed the set. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Auto off and check settings alarm was noted in the alarm history. The high pressure test was also performed and passed. Customer's blood glucose reading at the time of the call was 453 mg/dl.